Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure in the stomach and colon performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but would not release from the catheter. The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
Reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.